Manufacturer narrative:
(B)(4): device not yet received by manufacturer.

Manufacturer narrative:
Correction: the device was explanted on (B)(6) 2014; not january 1, 2014, as previously reported. This report is filed september 10, 2014.

Event description:
Per the clinic, the patient experienced poor performance and facial nerve stimulation with device use.the device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.